Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a lenke probe broke off within the patient's pedicle within surgery and could not be retrieved. The probe was being levered on when it broke. An alternative probe was used to complete the remainder of the procedure.

Manufacturer narrative:
Additional information: method, results, and conclusions- the returned device was examined. The tip was found to have fractured off likely due to off-axis force. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a lenke probe broke off within the patient's pedicle within surgery and could not be retrieved. The probe was being levered on when it broke. An alternative probe was used to complete the remainder of the procedure.